Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020. H.6. Investigation summary bd received 6 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for incorrect label content with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that shelf pack boxes have different lot# than the shipper with a bd vacutainer® eclipse¿ blood collection needle. This was discovered prior to use. The following information was provided by the initial reporter: 6 boxes in the case have a different batch number to the case batch number.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that shelf pack boxes have different lot# than the shipper with a bd vacutainer® eclipse¿ blood collection needle. This was discovered prior to use. The following information was provided by the initial reporter: 6 boxes in the case have a different batch number to the case batch number.